Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l65022, implanted: (B)(6) 1999, product type lead; product ID 3487a-33, lot # j0511393v, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that the patient had her implantable neurostimulator (ins) and left lead replaced on (B)(6) 2013. The patient stated that the ins battery life was dying and the ins was not holding a charge ¿very long.¿ the patient stated that the left lead was replaced because it was ¿shorting in and out.¿ it was later reported that the patient still had concerns regarding the device or therapy, but was working with the doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013.